Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature. Revision of a perform humeral stem with a perform reverse baseplate was conducted due to stem loosening.